Event description:
I had asked my dr. To cut and tie my tubes, which I thought that's what they still do. She said that they no longer tie tubes unless you are already having a cesarean, in which case you are already cut open. She then began to discuss with me my options and handed me a pamphlet that explained essure. The way she explained, it was like this was my last resort and made it sound like a piece of cake, this is the new thing. So I had my trust in her and said yes. I knew I was getting into a permanent procedure that could not be reversed and had some side effects that she said affects about 1% of people. Making it sound minimal. I was ok with possibly dealing with occasional discomfort if any. However, that is not the case. I am in constant pain which consists of aching, cramping(more severe during menstrual cycle), sharp pain/stabbing, constant heartburn, fatigue, mood swings, gained weight, bloating (more severe at night), heart palpitations/ache/tightening, bones ache, and vitamin d deficiency. (B)(4).